Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a distorted display; this condition had the potential to interrupt delivery. This condition was found in central supply upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "distorted display" was confirmed during event history log review and product evaluation. The cause of the reported condition was found to be a distorted main display. The main display was replaced to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.